Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system check out. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The reflector pressure transducer pcb was replaced by the hospital biomedical engineer. The reflector pressure transducer pcb was returned for investigation. Test of the returned pressure transducer pcb in a reference system could not reproduce the reported failure. The sco passed without deviations and no alarms were generated during test in ventilation mode. Evaluation of the received device log shows that the pressure transducer test failed due to that the measured reflector pressure transducer offset being 0 v. The allowed offset range is ± 300 mv from factory default offset. The factory default offset for the returned reflector pressure transducer pcb was 2.045 v. The reported failure can be confirmed in the device logs but it was not reproduced during test with the returned reflector pressure transducer pcb. Our conclusion is that the cause of the reported failure was the reflector pressure transducer pcb but the cause of the offset failure has not been determined.

Event description:
Manufacturer ref. #: (B)(4).